Event description:
It was reported that the charger tip came apart after they just unplugged it. There was no pt contact, no pt injury, and no delay in surgery. Additional information was requested and on (B)(4) 2014, the following was provided by the sales representative: when plugging the power cord into the cam02 (camino monitor), the nurse pulled on the plug slightly and it came apart/broke. The serial number of the cam02 was (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.